Event description:
It was reported from (B)(6) that the upper part of the air pen drive device was not stable. Therefore, the release sleeve for the attachment device did not function properly. During in-house engineering evaluation, it was observed that the motor power was too low and the head of the device was loose. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in a surgical procedure. A spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor power was too low and the head of the device was loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.